Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #:(B)(4).

Event description:
It was reported to resmed that a patient had expired while on an s9 vpap st device. Resmed received a request from a customer to evaluate the s9 vpap st device. Per the customer, the patient's family found the patient had expired while on the machine. One of the patient's parents verified that the machine was running when the patient was found.

Manufacturer narrative:
The s9 vpap device was returned to resmed for an extensive engineering investigation. There was no reported device malfunction. It was reported to resmed that a patient's family member verified that the device was operational when the patient was found deceased. Functional testing found no performance faults with the returned device. Based on all available evidence, the investigation determined that the device was performing to specifications. Based on the occurrence rate and severity of the reported complaint, resmed's risk analysis for this failure mode concludes that the risk remains acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient had expired while on an s9 vpap st device. Resmed received a request from a customer to evaluate the s9 vpap st device. Per the customer, the patient's family found the patient had expired while on the machine. One of the patient's parents verified that the machine was running when the patient was found.